Event description:
The hospital reported that hst iii system (3.8mm) did not seal the opening very well. The surgeon commented that it could have been a function of the hole being made close to the suture line of the graft. The customer did not indicate that it was a device issue. The seal did not fail to load. It didn¿t fail to deploy. It did not fail to unwrap or unfold. In all, two heartstrings were used for two different proximals. The first one sealed well and the second one not as good however the anastomosis was completed successfully both times and there were no reported adverse events. These three incidents occurred during the same case. There was a procedural delay due to the other two issues mentioned in separate reports. The procedure was completed with the same device.

Manufacturer narrative:
Tw (B)(4). Initial reporter name exceeded character limitations: (B)(6). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to correct the report type identified in the initial submission. The initial report was submitted with both the initial report and 5-day report boxes selected. The 5-day report box was selected inadvertently in error and has been corrected. G6: corrected from 5-day to 30-day. Updated section: g3, h11.